Event description:
Pt stated she did not have any issues with the previous ccpd treatment which was completed with a last fill of 500 ml. Pt stated she did not do a mid-day exchange or have any issues during the day. Later in the evening, pt set up the cycler using two 1.5% 5 liter bags and started the ccpd treatment. Pt stopped the treatment after a partial fill 2 due to alarms. Pt notices that the heater bag is empty and the supply bag is 3/4 full. Pt did not weight the supply bag. Treatment data per narrative: drain 0: 899 ml, uf: 399 ml. Fill 1: 2009ml, drain 1: 5362 ml, uf: 3353ml. Fill 2: 1112 ml, and treatment was stopped. Alarms occurring: m65-scale reading error, fill complication, m31-air detected in cassette. Unk what cycle the alarms occurred. Pt stated she had pain described as "like the tubing is too close", sucking, and pulling sensation which last for a 1 minute. Pt denied felling full. Pt then disconnected and did a manual treatment the next day. No drain volume reported. Pt had no adverse effects as a result.

Manufacturer narrative:
A medical review was performed on the pt's treatment data and medical info obtained. A large drain volume was reported in drain 2. There was no serious injury or medical intervention required as a result. The device is currently undergoing an evaluation. A supplemental report will be submitted upon completion of the evaluation.